Event description:
It was reported that the customer had an sensor glucose vs blood glucose issues, bent sensor canula and calibration error. The cutomer's blood glucose level was unknown mg/dl. The troubleshooting was performed and customer was satisfied. The patient was advised that the consecutive error will lead to change sensor alert and the sensor need to be replaced. The customer was advised to monitor sensor and call back if further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.